Event description:
The guiding catheter was reported to have broken and separated into two portions during a radial approach coronary angioplasty. The operator was manipulating the catheter to cannulate the ostium of the right coronary artery with a 0.035 diagnostic guidewire inside the catheter, when the catheter broke. A snare was used through a 8f sheath (radial approach), to remove the catheter from the artery. After removal of the catheter, the procedure was converted to femoral access, and the angioplasty was successfully performed. Twenty-four hours after the procedure, the patient was doing well, with no signs of complications of any kind. Additional information from the physician indicates that excessive torquing of the device was required, and that the device first kinked in the area where it later separated. The vasculature the catheter traveled through was noted to be moderately calcified and tortuous, although no resistance was encountered during advancement. It was also noted that the snare was used to assist in the removal of the distal portion of the catheter after separation.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The guiding catheter was reported to have broken and separated into two pieces during a radial approach coronary angioplasty. The operator was manipulating the catheter to cannulate the ostium of the right coronary artery with a 0.035 diagnostic guidewire inside of the catheter, when the catheter broke. A snare was used through an 8f sheath (radial approach), to remove the catheter from the artery. There was no reported patient injury. Light optical photos of the separated catheter received show obvious evidence of the catheter having been over-torqued to failure. Additional information from the physician indicates that excessive torquing of the device was required, and that the device first kinked in the area where it later separated. The vasculature the catheter traveled through was noted to be moderately calcified and tortuous, although no resistance was encountered during advancement. It was also noted that the snare was used to assist in the removal of the distal portion of the catheter after separation. A guiding catheter segment of 0.0926 od and 44.5 cm long was received in a plastic bag. As per the od measured the guiding catheter shaft is a 7 fr. The segment presented a twisted end for 2 cm and a slightly compress brite tip, and a kink at 16 cm from the distal end. The catheter was measure against drawing (B)(4), finding the od and ID within the expected tolerances. A sem analysis was done over the edge of the segment received, and the conclusion was "elongations can be observed through the whole proximal broken edge; the lumen presented a compressed shape, the last 2 cm of proximal end showed a twisted condition; all the mentioned characteristics suggest the unit was stressed/twisted. No visual evidence of any chemical degradation was noted. Cutting was discarded as a failure cause since no mechanical surface damage was observed. The exact cause of this separation could not be conclusively determined. " a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer "separated in patient" was not confirmed; neither the analysis nor the DHR review results suggest that the reported failure is related to the manufacturing process. No corrective and preventive actions will be taken at this time. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by the operational context of the device and is not related to a product quality issue.

Event description:
A journal article was reviewed that contained information regarding this lead. There was an apparent fracture indicated; however, no correlation could not be made with unique lead/serial number. The lead status is unknown. No patient complications have been reported as a result of this event.